Event description:
It was reported that during preparation, the fiber exploded in the hands of the surgical technician, causing minor burns. The technician went to the emergency room for treatment. There were no patient complications.

Event description:
It was reported that during preparation, the fiber exploded in the hands of the surgical technician, causing minor burns. The technician went to the emergency room for treatment. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found that the fiber was broken into two pieces; there was also a fiber body kink. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break and kink. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. Under the microscope, the tip was good, and the connector had no defects. Functional testing was performed, and the console read: treatments used: 0. Treatments left: 1. The device history record (DHR) review confirmed that the device met all manufacturing specifications and, therefore, the failure was unlikely related to manufacturing. A review of the device instructions for use (IFU) was completed and states: carefully inspect the fiber for kinks, punctures, fractures, a broken tip (flat or ball), jacket or fiber or other particulates or pieces, or other visual damage. If the fiber appears damaged, do not use the device. If it is an unused device, return it to boston scientific for replacement. It also states, improper use of the device or use of a damaged device may result in severe eye or tissue damage, fire in the procedure room, and accidental laser exposure to the procedure room personnel or patient. The investigation conclusion code assigned is cause traced to component failure, which indicates expected or random component failure without any design or manufacturing issue. The patient code of burns is a known and anticipated risk. Based on the gathered information, the most probable cause of the complaint is the known inherent risk of the device. The impact code of minor injury/illness/impairment is a secondary outcome of the event, and this is a known inherent risk of the device.